Manufacturer narrative:
Other relevant device(s) are: brand name: micra delivery system, model #: mc1vr01-delsys, expiration date: 14-mar-2022,serial#: (B)(4), UDI #: (B)(4). Mfg date: 25-sep-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the leadless implantable pulse generator (ipg) exhibited high thresholds on the first deployment, poor fixation on the second deployment and a high threshold value and high impedance on the third deployment. A hematoma at the distal tip was washed once, but remained inside the catheter of the delivery system, causing poor operability. The leadless ipg and delivery system were attempted/not used and replaced. No patient complications have been reported as a result of this event.